Event description:
Follow up reported there was no further information provided. The medtronic representative had not heard from the patient or the doctor since the removal.

Event description:
It was reported that the patient's lead had eroded. This was the second occurrence of this event. It was further noted that the patient's lead was migrated. It was noted that the physician had discussed removing the entire lead by "clipping the lead near the erosion and then opening up the incision site." It was noted that the "plan was to remove the leads and let the patient heal for a few months." It was further noted that the patient wanted to leave the implantable neurostimulator (ins) in place.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2011, product type lead product ID 37752, serial# (B)(4), implanted: (B)(6) 2009, product type recharger product ID 37743, serial# (B)(4), product type programmer, patient product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension product ID 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).